Event description:
The customer reported via phone call that the customer received the motor error alarm followed by the no delivery alarm on the insulin pump. The customer's blood glucose was 127 mg/dl. The customer explained that the insulin pump was alarming motor error when priming and bolusing. The customer was unaware of any significant events leading to the alarm. While troubleshooting for the motor error alarm, the customer was able to complete the rewind sequence. The customer was unable to troubleshoot for the no delivery alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement tests. No motor error alarm noted and passed the motor test. Unable to verify no delivery alarm due to prime anomaly. The insulin pump has minor scratched display window and cracked reservoir tube lip.